Event description:
Revision surgery - the patient came to the doctor's office and she was subluxing. After x-rays, the surgeon thought the patient had a peri prosthetic fracture. During surgery, he found the stem was loose and had subsided. He removed the stem and head and implanted a foundation porous stem with a +7 ceramic head.